Event description:
It is reported the device was implanted in 2002. The device was noted to have loosened in 2005. The device was revised in 2006.

Manufacturer narrative:
This report will be amended when our investigation is complete.